Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera gastrointestinal videoscope auxiliary tube is clogged. The reported issue was discovered during reprocessing of the scope. Subsequently, the scope was discontinued from use. The customer confirmed that the scope was reprocessed according to standard. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation the auxiliary tube was flushed, and no foreign material was found. The reported occurrence may have been due to incorrect or insufficient reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage where the foreign material remained and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.